Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio observed that the device powered on and provided voice prompts.  Physio then replaced the lid reed switch per technical service update (tsu) 356 and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.   The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would only intermittently provide voice prompts when the device was powered on. Without voice prompts, a device user would not receive the audible instructions on how to properly use the device on a patient which could delay, or prevent, defibrillation if necessary. There was no patient use associated with the reported event.